Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on the ventilator went into an inoperative state. The ventilator was not connected to a patient when the malfunction occurred.